Event description:
It was reported by friend of the patient that the patient experienced complication while having lap band. Per report, the patient experienced complications and had a section of the interestine and colon removed. No additional information was provided.

Manufacturer narrative:
Attempts to contact the reporter for additional information were made; however, the reporter has not responded to the request for additional information. No information available regarding the product that was involved. Multiple attempts to obtain additional information for an investigation were unsuccessful. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available for review. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.